Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displays incompatible scope error (e315) with every scope. The issue occurred during set up in room. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: d8, d9, h2, h3, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue was presented due to faulty printed circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.